Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspect the system onsite and confirmed that the system did not start. During troubleshooting, fse found that issue was with host pc. Fse replaced the host pc. After replacement the system was returned to use in good working order. The defective part was returned for analysis and investigation concluded that the that the main suspected failed component of the host pc monoplane revised_ii no hdd coa is power button, as failure observed in power button. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.